Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead had excessive noise on the egm channel. The impedance was high and there was oversensing when pacing was experienced. The lead was attempted but not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.